Manufacturer narrative:
The lancet device was returned for investigation. The reported failure on protruding lancets could not be confirmed during investigation. The lancing device was in a functional condition. The lancing device was tested with some test lancets at 11 different pricking depth settings, for each attempt needle was correctly retracted, ejected and produced a puncture hole. The lancing device could be primed and released without any problems and works in accordance with specifications. Medwatch fields d9 and h3 have been updated.

Event description:
There was an allegation of an issue with an accu-chek softclix lancet device. The reporter initially called for assistance in testing. As the reporter was attempting to puncture the finger with the accu-chek softclix device, the reporter noticed that the lancet was exposed and protruding from the end of the cap. The reporter stated that the lancet and cap were properly seated in the device.

Manufacturer narrative:
The lancet device was requested for investigation. Occupation is patient/consumer. The year is the only known part of the manufacture date. We have defaulted it to the first of the year.